Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 295cc mentor memorygel xtra breast implant being used in a breast augmentation was found to be ruptured during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On june 7, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth mod + prof xtra 295cc breast implant was found to have a tear on the anterior view, measuring approximately 2.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).